Manufacturer narrative:
Potential infection reported for patient with a total knee implant. Revision surgery is scheduled to exchange poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Potential infection reported for patient with a total knee implant. Revision surgery is scheduled to exchange poly inserts.